Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm then a motor error alarm. Customer's blood glucose was 550 mg/dl. Customer reported the cannula was bent. Customer reported she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospital admission was 406 mg/dl. Customer was wearing the device during time of emergency room visit. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.